Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The tips of two drivers broke off while inserting a screw during surgery. A height adjuster was then used to remove a screw when the tip of this device broke off as well. The procedure was delayed 30 minutes in order to discard broken instruments/pieces and find new available instrument.